Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that alert/notification settings occurred. The patient experienced a missed alarm which caused the patient to experience a hypoglycemic event. On (B)(6) 2024, the day of the event, between 6 and 9 pm, the cgm (continuous glucose monitor) reading would have been low, but no alert was received. The patient lost consciousness and was on the floor for about 4 hours before she was able to get up again. When the patient was able to, she ate peanut butter and drank milk. The patient was alone during the event and stated that no further third-party involvement was needed. There was no documentation of further medical evaluation or intervention. No cgm nor blood glucose reading was reported during the event. At the time of the report the patient was stable, but stated she got bruises and cuts from when she fell on the floor, for which she put bandage. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. A receiver charge test was performed and passed. A receiver boot test was performed and passed. Functional test was performed and passed. The device was opened for internal investigation. An internal visual inspection was performed and passed. Speaker/vibrator resistance test was performed and passed. Performance data was reviewed. An alert/ notification settings issue was not found within the investigation window. The probable cause could not be determined. No additional patient or event information is available.